Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00725 stem.

Event description:
It was reported by patient's legal counsel that the patient underwent a hip arthroplasty. The patient underwent a revision procedure five years later due to unknown reasons. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number (B)(4).

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0002648920 - 2020 - 00283.